Manufacturer narrative:
The event is now not a considered a complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that migration of the main body was not observed as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that approximately 3 years 4 months post implant migration of the main body, due to artifact from the cuff, was noted. No additional clinical sequelae were reported and the patient is fine.